Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis and underwent a visual and tactile examination. A longitudinal tear was identified in the balloon material. The tear measured 23mm in length and extended from a position 5mm distal of the proximal markerband to 10mm proximal of the distal markerband. There were no issues or damages noted on the tip, shaft, and markerbands.

Event description:
Reportable based on device analysis completed on 08-aug-2024 it was reported that a balloon rupture occurred. The target lesion was located in the vascular access. A 5.0 x40, 40cm gladiator balloon catheter was advanced for dilation. During the procedure, the balloon was damaged when giving pressure and was replaced for another of the same model to complete the procedure. No complications reported, and patient status was stable. However, device analysis revealed a longitudinal tear in the balloon material.